Event description:
Complainant alleged that during a routine shift check by a clinician, the shock button was sticking and the device failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The customer's report was duplicated and attributed to the front enclosure. The front enclosure was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.